Event description:
New information received notes that the pacemaker and right ventricular (rv) lead were experiencing recurrence intermittent capture. The pacemaker and rv lead were explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a complete lead was returned in one piece measuring 58.5 cm with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-04938. Related manufacturer reference number: 2017865-2023-04941. It was reported that the patient's pacemaker and the right ventricular (rv) lead were experiencing intermittent capture, while the pacemaker and the right atrial (ra) lead were experiencing far r oversensing leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. Programming changes were made on the pacemaker, rv lead and ra lead. The patient's condition was stable.